Manufacturer narrative:
The lot numbers for the three malfunctions are unknown, therefore manufacturing reviews could not be conducted. The devices have not been returned to the manufacturer for evaluation; however medical records have been received for the three malfunctions. One malfunction confirmed 2616 - malposition of device and 4001 - patient-device interaction problem. Two malfunctions confirmed 4001 but were inconclusive for 2616. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model unknown filter vena cava filter allegedly experienced malposition of the device and a patient-device interaction problem. This information was received from various sources. The three malfunctions involved three patients with no patient injury. The age of the patients ranged from 29-55 years old. Two patients were female and one was male. The weight of the patients was not provided.